Manufacturer narrative:
Additional information was provided in b.2 b.5. And h.11. Based on the reported information, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the explanted lens was a non-company lens. There was no issue with the company lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the iol was subluxed. The iol was exchanged for unspecified lens model 39 months and 28 days after the initial implant procedure. Additional information has been requested.